Manufacturer narrative:
Additional information: this MDR was submitted after a retrospective review of complaints was conducted as an action from CAPA-183. The submission was late because the MDR reports were incorrectly categorized as "not reportable" due to a misapplication of reporting criteria. This application stemmed from training, lack of clarity in procedural guidance, and inconsistent use of decision-making tools to ensure accurate classification.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during incoming inspection, the associated device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.